Event description:
It was reported that perforation was found after an asahi gaia next 2 guide wire was used to treat a mildly calcified, heavily tortuous, and 20mm or longer chronic total occlusion (cto) in the proximal segment of the left anterior descending artery (lad). No further information could be obtained.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded and was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Although device analysis and lot history records review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. How the subject gaia next 2 guide wire had caused or contributed to the reported perforation was not confirmed based on the available information; however, it was inferred that patient's condition and/or operator's manipulation technique had most likely contributed to the perforation. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.